Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device changeout, this right atrial (ra) lead exhibited high out of range pacing lead impedance measurement greater than 2,000 ohms along with noise. It was indicated that the ra lead was damaged during the procedure as the atrial lead test prior to the procedure was normal. Additional information indicated that the out of range measurement was confirmed through a pacing system analyzer (psa). The lead to device header connection was tested but did not reveal any issue. A lead fracture was suspected. The ra lead was then surgically abandoned and successfully replaced. No adverse patient effects were reported.